Manufacturer narrative:
(B)(4). D10: cat# 110010264; lot# 66440602; g7 osseoti multihole 52mm e. Cat# 110024463; lot# 67337776; g7 dual mobility liner 42mm e. Cat# 110031011; lot# 67121610; vivacit-e dm bearing 28x42mm. Cat# 65020073; lot# 163660; biomet modular head -6mm type 1 taper 28m. Cat# 51-116110; lot# 7872145; tprlc 133 mp type1 bm so 11.0. Unknown screws (x2). The reported event could not be confirmed due to lack of product/information. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified the acetabular components (shell, liner, bearing, screws and head) and stem have been revised and are covered in biodebris. No other significant findings noted on the shell or screws from the image provided related to the reported issues. No further observations can be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. As part and lot information was not provided, a risk management file cannot be identified and risk assessment could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to the cup dissociating from the acetabular wall. The cup was not seated. All components were revised. Attempts have been made and no further information has been provided.